Event description:
Patient undergoing a wide excision of left scalp, right auricle, and right superficial parotidectomy with revision right neck dissection. A harmonic handpiece was reportedly being used throughout the operation for cauterization. After surgeon had used the handpiece, it was noted by the scrub tech that the plastic in tip was melted. No patient harm reported.